Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06099 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
It was also reported the patient had a fever and was septic. It was noted that the patient expired while on support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Event description:
The user reported a patient with st-elevation myocardial infarction was on impella cp smartassist for hemodynamic support. The pump experienced high purge pressures and low flows during support that could not be attributed to visible kinks in the purge path. The anticoagulation was also within the intended framework. No harm to the patient was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported high purge pressure and low pump flow has been completed since the original report was filed. No product was returned for investigation. Data logs show a motor current spike prior to purge system blocked and high purge pressure alarms. Placement signal begins to drift slightly upwards. Purge flow also drops immediately and remains low for 1 hour before beginning to increase but still remaining in low ranges; this is most likely from the addition of tpa. The root cause of the high purge pressure was most likely biomaterial.